Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was driving home with his grandson when he began experiencing lightheadedness, blurry vision, and subsequently lost consciousness. As a result, the vehicle crashed into a curb. Fortunately, no injuries were sustained in the accident. Prior to the incident, the patient¿s continuous glucose monitor (cgm) had been displaying ¿normal¿ readings. After the crash, the patient¿s grandson called 911. Upon arrival, emergency medical services (ems) recorded a blood glucose (bg) meter reading of 37 mg/dl, while the cgm continued to display 103 mg/dl. The patient was wearing an omnipod insulin pump at the time. Ems administered transcend oral glucose gel and an unspecified IV treatment. Within approximately five minutes, the patient regained consciousness. A follow-up bg meter reading showed 43 mg/dl, while the cgm still read 103 mg/dl. Although ems recommended transport to the hospital, the patient declined and chose to return home. At the time of the report, the patient reported feeling weak and sluggish but noted that his condition was improving. He was still wearing the same cgm sensor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid on 06/27/2025. No additional patient or event information is available.